Event description:
It was reported by the end user that stoma height fluctuates and is sometimes over 1 inch in length and droops over. End user further states turtle necking is rubbing against stoma causing ulceration and bleeding. End user reports this started about six months ago however exact date is unk.

Manufacturer narrative:
Based on the available info this event is deemed a serious injury. It was further reported and end user saw gastroenterologist who recommended avoiding wafers that turtle neck at this time. Stomahesive samples were provided with flange size requested. No additional pt/event details have been provided to date. Should additional info become available a follow-up report will be submitted. A return sample for evaluation is not expected. Reported to the FDA on 10/17/2014. The actual date of event is unk, so the date used was the date convatec became aware.

Manufacturer narrative:
Add'l info was received on 07/14/2015. After a thorough batch record review, no discrepancies were found. There is not enough info to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted.